Event description:
Customer reported that a pt developed a recurrent hernia approx two weeks following a ventral hernia repair. The surgeon noted upon reoperation that the sutures appeared to have torn through the device. The device was explanted and replaced with competitor product.

Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. The product insert states to avoid dislodging, crinkling or curling of the edges, proceed mesh should be fixed in place with a sufficient number of non-absorbable sutures, tackers, anchors or staples. It is recommended that the non-absorbable sutures, tackers, anchors or staples be placed 6.5 to 12.5 mm apart and at a distance approx 6.5mm from the edge of the mesh.